Manufacturer narrative:
Labeling review states the following: "do not use frequencies of 5hz or below for long term stimulation. Because these frequencies generate an electromagnetic trigger signal, their use results in excessive battery depletion of the implanted pulse generator and, therefore, should be used for short periods of time only."

Event description:
It was reported to manufacturer that the vns patient was seen for a follow up visit as the patient stopped sensing normal delivery of stimulation two months ago and was experiencing an increase in seizure activity, relationship to pre-vns baseline unknown. At the follow-up visit, the nurse had difficulties establishing communication with the patient's generator. Troubleshooting was performed ruling out the programming system as a contributory factor. The patient's vns device was last programmed to 1.25ma/5hz/130usec/30sec on/1.8min off in (B) (6) 2008. The nurse was informed of the manufacturer labeling cautioning physicians that programming the pulse generator to frequencies of 5 hz or below for long term stimulation results in excessive battery depletion of the pulse generator, and should only be used for short periods of time. Good faith attempts to obtain additional information from the reporter have been made, but have been unsuccessful to date.